Manufacturer narrative:
Concomitant products: c2tr01 ctrp implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead exhibited high impedance and high thresholds. During revision the right atrial (ra) lead was damaged and the patient experienced blood loss. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.